Event description:
The customer reported via phone call that the insulin pump froze and alarmed button error. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. No frozen screen noted. The time advanced properly during testing. Unit had minor scratched display window, cracked case at display window corner, cracked reservoir tube, and cracked reservoir tube lip.